Manufacturer narrative:
Product analysis: the analysis could not confirm the customer comment that the stylus could not be calibrated. The stylus worked correctly on the touch screen. It was also determined at analysis that the electrocardiogram (ECG), connector on the link electronic module (lem), had a solder related failure, the lem board ECG connector was replaced. The radiofrequency head anti- slip layer was worn. The software was re-installed and updated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported when using the programmer, the stylus cannot be calibrated, there was no connection between the stylus on the screen and the place of the cursor. The programmer was returned for service. There was no patient involvement.